Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained right ventricular oversensing was observed, possibly due to rv lead noise.

Event description:
New information received stating that the physician elected to continue to monitor the patient. Patient had no consequences.